Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 4/5 of their automated peritoneal dialysis therapy. Per international affiliate, the pt "had not fitted the connection from the cassette on to the machine properly, and that is why the machine alarmed". The home pt then cycled the homechoice machine off/on several times and started a new therapy session using the same supplies. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was indicated at the time of the initial report.

Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 4/5 of their automated peritoneal dialysis therapy. Per initial report, the home pt cycled the homechoice machine off/on several times and started a new therapy session using the same supplies. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was indicated at the time of the initial report.